Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings. The customer¿s blood glucose level was unknown at the time of 115mg/dl. The customer states they had a blood glucose of 40 mg/dl when they tested with a finger strip. The customer declined to be assisted with trouble shooting. The insulin pump is not expected to return for analysis.